Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the flexible reamer shaft was not properly connecting to the reamer heads. The reamer heads became loose and slowly came off the flexible shaft. The flanges on the end of the flexible shaft were loose, causing them to slip off. The procedure was completed successfully with a one minute delay. No further information is available. This report is for one (1) 5.0mm flexible shaft this is report 1 of 1 for (B)(4).